Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient said they tried to charge their ins but the wireless recharger (wr) was not powering on. The patient noticed the battery indicator lights on the wr were scrolling continuously when they placed the wr on the dock. The wr would not power on when it was undocked. Agent had the patient reset the wr on and off the dock, but the issue was not resolved. The wr was replaced as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger, ubd: 17-jul-2022, UDI#: (B)(4). Device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.